Event description:
It was reported that during central processing the maryland bipolar forceps instrument had burned rubber. Intuitive surgical, inc. (Isi) completed customer follow up and the following information was obtained: the issue was identified after the procedure in central processing. The instrument was inspected prior to use and the or staff did not identify any issues. There was no reported patient injury as the surgeon completed the case using the same instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not replicate nor confirm the reported issue. The synchroseal instrument was placed and tested on an in house system. The instrument passed the engagement and recognition test. The instrument delivered energy without any issues. No errors appeared during in house testing. Additionally, the instrument cut electrode and jaw cover were found to be damaged. 6 "cut electrode shorted" messages were found in the e-100 logs. The cut electrode thermal damage found is an expected condition of arcing events- a byproduct of the transect function. Markings found on the inner edge of the lower seal electrode confirm the arcs remained between the jaws. The jaw cover was found to be damaged proximal of the pivot pin near the jaw tang pouch. Jaw cover tears and damage are likely attributed to causes such as improper handling or instrument collisions. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.